Manufacturer narrative:
(B)(4).

Event description:
The customer reports a large amount of air was extracted when the ars (syringe) was used to aspirate blood during a central venous c atherization.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as a sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a large amount of air was extracted when the ars (syringe) was used to aspirate blood during a central venous c atherization.

Manufacturer narrative:
(B)(4). The customer report of a catheter blockage could not be confirmed by complaint investigation. The returned catheter passed all relevant visual, dimensional, and functional testing. A device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports a large amount of air was extracted when the ars (syringe) was used to aspirate blood during a central venous c atherization.